Manufacturer narrative:
There is no evidence that a gambro product caused or contributed to the event of hemolysis. The gambro monitor MFR also submitted their MDR #9616240-2007-00081 for this event. The gambro filter MFR also submitted their MDR #9611369-2007-00301 for this event.